Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 6 events were reported for this quarter. Product return status - 6 devices were received for evaluation. Evaluation status - 6 device evaluations are in progress. Additional information - 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device ran without user activation. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 total events were initially reported. 6 previously reported events are included in this follow-up record. Product return status 6 devices were received.   Evaluation status confirmed 5 reported events were confirmed during testing. - 5 devices were found to be affected by worn components. Not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion and motor damage.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device ran without user activation. 6 events had no patient involvement; no patient impact.